Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor (icm) experienced premature battery depletion. The icm was subsequently explanted, and the facility reported that they no longer had possession of the device to return for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This supplemental 01 - updated the b5 describe event or problem of adverse event or product problem tab.

Event description:
It was reported that an insertable cardiac monitor (icm) was explanted after only two months of implantation, and a new icm was implanted. The facility reported that they no longer had possession of the device to return for analysis. No additional adverse patient effects were reported.